Manufacturer narrative:
Date of report: 23jun2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a crc error. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer has a crc failure and verified code 1100 was in history. The rse provided software 2.10 via file droplet. The customer downloaded software to his desktop and installed it to the unit. He powered on unit and there were no error codes. The customer stated he will have unit ran for today and tomorrow and verify unit is operating fine. The customer emailed the rse back and stated, after installing software 2.10, the device ran overnight and there were no issues. The device remains at the customer site.